Manufacturer narrative:
As reported, the plug of a 5f vascular closure device (vcd) came out during retraction. Manual compression was progressed for 15 minutes. There was no reported patient injury. The exoseal was stored, prepared, and used per instructions for use. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. A retrograde approach was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. A 5f non-cordis sheath introducer was used. The puncture site had severe calcium. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of exoseal. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was in black/white position. During this visual analysis, no additional anomalies were reported. A deployment simulation evaluation was performed. Prior to the deployment simulation, an attempt was made to lock the cowling guard, which was successfully locked. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, after which the deployment lever was fully depressed, achieving indicator wire retraction and the expected plug deployment. Additionally, the indicator window black/white/red position was obtained as expected. A high-magnification microscopic evaluation was conducted to assess the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the returned device as the device was received in an undeployed state. During the functional analysis the device received was fully deployed, with full window transition, plug deployment, and no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inaccurate placement event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f vascular closure device (vcd) came out during retraction. Manual compression was progressed for 15 minutes. There was no reported patient injury. The exoseal was stored, prepared, and used per instructions for use. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. A retrograde approach was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. A 5f non-cordis sheath introducer was used. The puncture site had severe calcium. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of exoseal. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The device was returned for evaluation.